Event description:
Boston scientific received information that this right ventricular (rv) lead had gradually rising pacing impedances. The patient was being monitored via latitude, and the lead subsequently displayed a high, out of range pacing impedance measurement. It is suspected the lead has now fractured, however, there was no noise on the lead or any issues with sensing or thresholds rising. Boston scientific technical services (ts) reviewed with the health care provider other possible causes of impedance changes, and discussed since all other measurements were stable, they might want to monitor the lead. The patient is to be seen in clinic for evaluation by the physician after returning from being out of town. At this time, available information indicates that the lead remains in service, and no adverse patient effects have been reported.

Event description:
Additional information has been received that an in-clinic evaluation was completed and, except for the out of range high pacing impedance measurements, all other measurements were normal. There was no noise or inappropriate therapy delivery noted. A chest x-ray was also done and a fracture was not able to be confirmed. No reprogramming was done, and the plan was to continue to monitor the system through the patient's home remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one year later we received information that this patient passed away in (B)(6) 2012. There were no reported allegations that the lead or previously reported lead issues caused or contributed to the patient's death.